Event description:
Synvisc-one injected into patient's left knee on (B)(6) 2018. Patient called with symptoms on (B)(6) 2018. Symptoms included swelling throughout the entire left leg, initially unable to walk or bear weight, pain throughout leg, mostly centered in the knee. Arthritis of left knee. Dose or amount: 6 ml millilitre(s), route: intra-articular.